Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnorm bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleding clots") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, fatigue, headache, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, migration, bladder problems.,urinary problems,bladder infect., vaginal infect., vaginal discharge discripancy noted as essure insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: pfs received. New events added: abnormal bleeding(vaginal), menorrhagia, stomach pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('general abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and headache ("headaches,") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, fatigue, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, migration, bladder problems., urinary problems, bladder infect., vaginal infect., vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), gen. Abnormal bleed, psych injury, migration, bladder problems. Urinary problems., bladder infection, vaginal infect., vaginal discharge, fatigue, headaches, weight gain, essure confirmation test not done. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.